Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set cracked. The crack was discovered after 3 days of use by the pd patient. There was no leakage observed. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye identified a cracked main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.